Event description:
It was reported that the pt underwent an endometrial ablation in 2005. During the procedure the physician did not wait until the fluid in the catheter cooled before removing it. The pt developed post operative vaginal pain and consulted with her primary care physician. A longitudinal burn along the vagina was noted. Treatment was giving at the primary care physicians office but the type of treatment is unknown.